Event description:
The technician alleged the bed is not communicating with the nurse call system. No patient impact.

Manufacturer narrative:
The technician found the communication cable unplugged. The technician reconnected the communication cable to resolve the issue.